Event description:
It was reported that prior to use, hcp installed the blade into the handpiece for testing and found that the blade had visibly sway. Hcp tried to reconnect the blade but useless. Finally, hcp changed a new blade to perform the surgery. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the device was returned in a zip lock bag. The pouch was open from 3 of 4 sides of the pouch. There was no damage noted in the construction of the device, and no traces of contamination. The blade had no traces of excess adhesive and both seals were intact when returned. Functionally, the inner assembly spun freely by a hand with no binding. The device was securely seated into the handpiece and ran up to 3,000rpm resulting in wobbling. The distal end of the device (tip area) was wobbling/shaking. For further analysis, the inner blade was pulled out of the outer blade, and it was noticed that inner blade was slightly bent. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.